Event description:
This is filed to report difficult gripper actuation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 mixed mitral regurgitation (mr) with a prolapsed posterior leaflet and multiple calcifications on the papillary muscles, chordae, and annulus. The transseptal puncture was suboptimal. During use of the first clip, one of the gripper arms could no longer lower to 120°. The clip was removed with no reported issue. Another clip was implanted with no reported issue, reducing mr to grade 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close associate with the gripper actuation issues was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to open or close (gripper actuation-single). There is no indication of a product issue with respect to manufacture, design, or labeling.